Event description:
A (B)(6) male with a biv ICD and vt. He experienced an ICD generator malfunction, possible due to arching secondary to a riata with an externalized shock coil. The ICD system is no longer functional and he has had appropriate therapy from his ICD for vt. He is now referred for ICD system revision. Referred for ICD lead revision due to shortened ICD circuit due to externalization of ICD lead conductors. He is awaiting his procedure. He denies pain or dyspnea. Hpi. Body mass index is (B)(6).